Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarms was unable to be confirmed. The heartmate power module (serial number (B)(6)) was not returned for analysis. Reported information stated that the patient power cycled the unit; however, the alarms persisted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU, section 7: ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5: ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot atypical alarms. The heartmate 3 IFU, section 3: ¿powering the system¿, states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 IFU, section 4: ¿system monitor¿, and heartmate 3 patient handbook, section 6: ¿caring for the equipment¿, explain how to properly handle the power module and cables to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having yellow wrench alarms on their power module. The patient removed the unit from wall power and disconnected/reconnected the battery with no resolution. A replacement was requested.